Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the patient had high alert set to 7.8mmol/l and their bg was over 9mmol/l. Cgm history shows ¿cs213¿ high bg warnings. The pump powers up with auditory and vibration. ¿ez-prime¿ steps were performed correctly; the pump is unable to pair with a test transmitter due a "cs215" warning, unable to adequately investigate pump ¿inaccurate high bg alert¿ complaint. The pump¿s cover was removed, intermittent condition was found to the cgm module due a cold solder connection to the j4 gold pin, no intermittent condition is observed to the piezo circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.